Manufacturer narrative:
Device evaluation: b5, d4, d9, g6, h2, h4, h6, h11. H3: findings/root cause: the suspect device was not returned for evaluation; however the customer's reported problem was able to be confirmed, and the root cause was determined to be a blower failure. The customer reported that after replacing the blower, pm kit, and o2 sensor the device is function properly.

Event description:
Additional information received indicates that no product was returned, however an investigation was completed.

Event description:
It was reported to vyaire medical that the blower overheated above > 100 ¿ 123 degrees. Tf 316 & tf 401 appeared after that. There was no patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.